Event description:
It was reported that a pump was damaged when hit by a baseball during a game, resulting in a dented housing and usb, and the display would not turn on. There was no reported impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.